Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the implant was not working. The trial run had been on the right side and the patient got amazing results from it. Then the patient switched to the left side and it was kept there for a couple of hours, but the patient did not get the same results. The trial wires were taken out on monday with the permanent implant done on thursday. The patient was frustrated on the day of the report. The implant had been put in on the left side. Their big toe and calf was constantly twitching. The patient was still having pain on the right side of their bladder to the point of it feeling exactly the way it did before they even had the trial. The patient had a post-operative follow-up appointment set up for wednesday. The patient had called the manufacturer representative twice and had discussed it. The patient felt stimulation all the way to their toes. The patient reported that it was on but that it just was not helping. The patient woke up on friday night hurting really bad again. The patient reported that the question was if they should take this one out and put one in on the right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.